Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the administration port. The leaks were discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, three (3) companion samples were received for evaluation. A visual inspection of the companion samples was conducted under normal room conditions and no obvious defect could be observed related to the reported issue of all samples. Functional testing was performed with no leak observed from the 3 samples and the reported issue was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.